Event description:
It was reported to technical services on (B)(6) 2011 that the shock impedance and pacing lead impedances are both rising on this rv lead. Shock impedance (B)(6) 2010 was 53-55 ohms, this past week it is 76-84 ohms. Pacing impedances have gone up since (B)(6)-(B)(6) 540-550 ohms, now 610 ohms. Technical services asked if any noise was noted on the shock egm and rep states no. Md going to monitor for now, dr. Bearkat at frederick cardiology center. Rep states do not know if repeat dfts to be done. No loss of pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).